Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. The pulse generator was unable to be interrogated. The device exhibited a diagnostics anomaly and was unable to display a magnet response rate. The device remained implanted and the patient would be monitored.